Event description:
An individual tested using the or-100 collection device for use in the clarifi covid-19 test on (B)(6)2021 and had reaction-like symptoms which included metallic test in mouth, tingling of cheeks, tongue, lips and difficulty swallowing. The suspect medical device, ore-100 is used to collect for the clarifi covid-19 test kit [eua(B)(4)]. Ore-100 is manufactured by dna genotek and quadrant biosciences includes the ore-100 in the clarif covid-19 test kit as the device for collecting saliva specimens for testing with the clarifi test kit. On (B)(6) 2021, an individual swabbed the inside of her mouth using ore-100 for purposes of the clarifi covid-19 testing in a school setting, and experienced symptoms comprised of a bitter metallic taste, irritation and tingling on the inside of her cheeks, a sensation that swallowing was more difficult than usual, tremors, and anxiety. The symptoms lasted about 24 hours and were alleviated by over-thecounter benadryl taken by the individual. The symptoms were reported to a school nurse on (B)(6) 2021, about 24 hours after the ore-100 was used, when the individual requested benadryl while at school. The school nurse did not perform take any vital signs as part of this patient encounter. About 20 minutes after taking the benadryl provided by the school nurse, the symptoms subsided. No further medical intervention was required. This submission is being made of an abundance of caution, because medical intervention occurred and the potential severity of the individual's apparent reaction to contact with the ore-100 is unknown due to the lack of any documented vital signs of the patient when she was seen by the school nurse, which would be used to predict the severity of the apparent reaction to the ore-100 in the absence of the intervention.

Manufacturer narrative:
Complaint forwarded to manufacturer, dna genotek,on 03nov2021.